Manufacturer narrative:
Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.

Event description:
Reference number (B)(4). Event occurred in canada it was reported that patient faced an infusion set cannula bent event on (B)(6)2026. The insertion site was abdomen. Patient also experienced bleeding at the insertion. The infusion set in use for four days no further information available.